Manufacturer narrative:
Manufacturing site evaluation: the returned devices were analyzed using digital microscope. It was determined that the cutting edge of one device was not properly sharpened during manufacturing, however, no deviations were found in the remaining devices. Corrective / preventive action: no further action is required at this time.

Event description:
Additional information received regarding circumstances: procedure was in office and not open surgery. The shavings were noted with one or two of the devices and the facility rejected all (B)(4) units.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Facility reported device did not cut properly and the blade shed material (steel) during a procedure on (B)(6) 2015. Surgery type unknown. No patient injury. Surgical delay unknown at the time of initial report.